Event description:
It was reported that hair-like remains were found in the sterilization bag prior to use on the patient. There was no reportable patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed and was determined to be manufacturing related. One 5 fr microez microintroducer kit was returned for evaluation. An initial visual observation showed the kit was returned sealed. Once the kit was opened, a fibrous material was observed on the needle guard of the introducer needle. A microscopic observation revealed the fibrous material was a gray-brown color and was able to be moved on the needle guard. During manipulation, strings of adhesive were observed between the fibrous material and needle guard, which suggests the material was likely adhered to the needle guard during the manufacturing process. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that hair-like remains were found in the sterilization bag prior to use on the patient. There was no reportable patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.